Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported:" around autumn 2024, the patient was found to have a metal (cobalt chrome) allergy, and there was a possibility that the revision would be performed again. After that, the patient requested that the surgery be performed. Revision tha was performed on the patient. Although there was no loosening or malpositioning of the implants or any noticeable damage, damage to the soft tissue (particularly the gluteus medius muscle) was observed. When the implants were removed, white tissue was found to be stuck to the inner surface of the cup (between the trident ii-mdm liner). Request from the doctor. Although it is thought that this phenomenon may be due to an allergic reaction of the patient to the co-cr alloy implant, the doctor believes that there may be other factors involved, as the soft tissue damage was severe and there was a lot of tissue adhesion between the cup and liner. The doctor has requested that stryker investigate the extent and cause of damage and wear of the devices that was removed on (B)(6)."

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding allergy involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: the head was returned assembled to the adm liner. Explantation damage observed on the surface of the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.